Event description:
Reporter stated that a patient's blood glucose was measured using the advantage ii system with a result of 16.8 mmol/l. Based on this value, patient was reportedly treated with insulin (amount and type not provided). Approximately 1 hour later, patient's blood glucose was retested on the advantage ii system with a result of 18.7 mmol/l. An additional sample, obtained from the same patient, was reportedly tested on a blood gas instrument with a result of 7.6 mmol/l. The time between tests was not provided. Reporter did not indicate if patient received any additional treatment based on the second value obtained on the suspect device. Quality control testing was performed on the advantage ii system and the values were within acceptable ranges. No product was returned to the manufacturer for evaluation.